Event description:
On 30 march 2023, leica biosystems melbourne received information from the local leica sales and applications manager, canada west, which had been provided by the complainant, detailing that the pathologist was able to make a diagnosis on the one (1) previously outstanding patient case.

Manufacturer narrative:
Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint. Based on manufacturer evaluation of the information available, the root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error. Specifically, information documented by a local leica biosystems representative on 28 february 2023 from conversation with the complainant detailed that "...she ...suspects user' was cause of issue/event. All reagents were changed after conversation with [name of fas]...all test tissue done after reagent change have been acceptable." This information suggests that a use error occurred during manual replacement of the reagent in bottle 8 (ethanol) and/or bottle 12 (xylene), which was completed immediately prior to use in the affected run. The reagent from bottle 8 (ethanol) and bottle 12 (xylene) were used in the final dehydration and clearing steps respectively of the "larges-biopsies" protocol started in retort a at 15:48 on 23 february 2023, from which the patient tissue samples were reported by the complainant to be "under processed". Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of the "larges - biopsies" protocol comprising 179 cassettes, which started in retort a at 15:48pm on 23 february 2023 and completed successfully at 07:00am on 24 february 2023.

Event description:
On 24 february 2023, the complainant contacted leica biosystems and the following information was documented: "reprocessing; we have an issue with a peloris 2. It under processed a run on the large program. I will try calling you shortly all reagents were changed before test run no errors were prompted during test run specimens were acceptable." On 24 february 2023, a local leica technical specialist - core histology, canada east (fas) documented the following additional information regarding the circumstances involved in the complaint: "the customer reported underprocessed [sic] tissues without any error code. The tissues were mushy and impossible to cut. I instructed the customer to change all the reagents and run a test cycle. The test run came back acceptable. Bottle 3 (70% ethanol), bottle 8 (100% ethanol), bottle 12 (xylene) and wax bath 4 were changed the day before. The customer suspected that the issue was caused by human error. The tissues were reprocessed and the customer noted that they were hard to cut. The slides were sent to pathologists for evaluation." The fas further documented that the patient tissue samples exhibiting sub-optimal processing were derived from a single "large-biopsies" protocol comprising 179 cassettes, which had been executed in retort a with the start/end time and date of the affected tissue processing run detailed as "23/02/2023 15:48"; the tissue types of the affected patient tissue samples were "mixed tissues"; the sizes of the affected patient tissue samples were "~15mm" respectively and the affected patient tissue samples were re-processed using "rapid reprocessing". On 28 february 2023, a local leica biosystems representative documented from conversation with the complainant detailed that "...she ...suspects user' was cause of issue/event. All reagents were changed after conversation with [name of fas]...all test tissue done after reagent change have been acceptable." On 04 march 2023, the complainant provided the following information to the local leica technical specialist - core histology: "...the patient outcome is still unknown as their pathologists are still working on these cases." On 16 march 2023, the complainant provided the following information to the local leica technical specialist - core histology: "the lab reported today that all cases were diagnosable except for one case that is still waiting for consultation." On 24 march 2023, leica biosystems melbourne received information from the local leica sales and applications manager, canada west that "we have reached out via email and phone - customer had not emailed back, but via phone has confirmed she will check on that final patient result...unfortunately couldn't get a defined answer from customer." Information as to the final status of the affected tissue samples and patient outcome has not been provided, despite the following requests for this information being made to the complainant by the leica technical specialist - core histology: 24 february 2023 by telephone; 01 march 2023 by email and 06 march 2023 by email, which represents a demonstrable reasonable attempt to obtain the information. As at 24 march 2023, leica biosystems melbourne has not received information regarding the patient impact/outcome for the one (1) undiagnosable case, as advised by the complainant.